Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted with low flows at 2.4-2.8. Hemodynamics was stable, and the pt's medications were held to help maintain mbp >90. It was also reported that the av closes with pump speed at 8200 rpm's. It was noted that the customer was provided custom equipment to allow for low speed settings for the pt.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.